Event description:
Pump was reported to go into failure code 533:320:717:0000 during clinical use. All three channels were is use at the time infusing unknown medications. This failure code will stop the function of all channels in use, while giving an audible and visual alarm. The pump was swapped out and the infusions were continued on a different pump. No adverse outcome resulted.